Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, 3.7, 10,mtx,mc,mg,ha (tsvmh10) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use along with some bone debris on the external thread of the implant. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Pre-existing condition noted on the per was patient having type ii (moderate) bone density. The implant was placed on tooth site #27. X-ray or picture image was not provided. DHR review for the lot (1237964) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1237964) was performed for similar events and no complaint about nonconforming products was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvmh10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, the potential cause for the reported event are implant and abutment/screw are not mated properly by customer, causing assembly failure and incorrect assembly of the abutment/mount to the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device was not returned.

Event description:
It was reported that implant fixture mount could not disengage from the implant during placement. Implant was removed and replaced, no injuries reported. Tooth location 27.